Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described, because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. This verification ensures the snare moves smoothly and freely. A review of the device history record confirmed that this lot met all manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this review, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy, the physician used a cook endoscopy acusnare polypectomy soft snare. The snare would not retract during the polypectomy. The snare became lodged on the polyp. The handle was cut from the catheter and the endoscope was removed from the patient, leaving the snare and sheath in the colon. The patient was transferred to another medical facility for surgical removal of the snare and sheath. Surgery was required for removal of the device. The patient was kept overnight as a precaution. Other than surgery, the patient experienced no adverse effects due to this event.